Event description:
It was reported that unit would not power on. No adverse event reported.

Manufacturer narrative:
Reported complaint of "unit will not power on" was not verified. Device powered on using different test batteries without any problems. The unit was run with the large resuscitation test fixture (equivalent to a 250 lb patient) without any problems. No adverse event reported.